Manufacturer narrative:
Unit passed displacement test and self test. Software error detected alarm was noted in the history file. Problem isolated to electronic assembly.

Event description:
It was reported that their insulin pump had an software error detected. The customer¿s blood glucose was 195 mg/dl. Customer received request to rewind the pump. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.